Event description:
The customer performed a blood glucose test before breakfast and received a result of 185mg/dl at 7 or 8 am. The customer stated they passed out leaving church at 11pm. The customer was taken to the hosp where their blood glucose was 36mg/dl. The customer was given an IV and admitted into the hosp. The customer stated the dr recently increased their medication. No controls were in use. A request was made for the return of the suspect device and replacement product was sent.